Manufacturer narrative:
E1 update: the reporter¿s information was updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent weight loss, the patient's ipg flipped in the pocket causing charging difficulties. As a result, surgical intervention may be undertaken to address the issue.